Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by pain (unspecified). The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event one day after onset. On an unknown date during hospitalization, the patient was treated with vancomycin (route, dose and frequency not reported). The vancomycin was discontinued on an unknown date during hospitalization. The patient was discharged nine days after admission. It was reported the patient was recovered from this peritonitis event. Action with dianeal therapy was ongoing. No additional information is available.